Manufacturer narrative:
The patient's exact age is unknown. However, it was noted to be over 18 years. The complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unknown. According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed. If any additional relevant information is received, a supplemental medwatch report will be filed.

Event description:
It was reported to boston scientific corporation that an interject injection therapy needle device was used during a procedure performed to treat bleeding in the stomach. According to the complainant, as the physician was advancing needle into the scope channel, it became more difficult to advance. The needle was pulled out of scope, and they realized that the needle had come out of sheath and was digging into the scope channel. The needle did not pierce the device sheath. The anatomy was not tortuous. There was no damaged noted to the device. There is no clear cause why the needle exited the sheath on its own. It is unknown, if there was any difficulty retracting the needle. The physician was able to complete the procedure using another interjuect injection therapy needle device. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.